Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the steerable guide catheter (sgc), it was discovered that the column could not hold fluid. A new sgc was selected and the procedure was completed successfully. The final mr was grade 1+. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.